Event description:
It was reported that while using it, the cardiosave intra-aortic balloon pump (iabp), the doctor suddenly crashed the iabp machine, causing the blood pressure to drop to 100-56mmhg. The patient was asked if he felt any discomfort. The device was immediately restarted and the patients blood pressure returned to 109-60 mmhg. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number is (B)(6).

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) states, the device was immediately restarted and the patient's blood pressure returned to 109/60mmhg. No harm reported. Yes, the device recovered after power off and restart. No other malfunctions observed. The customer informed that no service is required. No replacement parts.